Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. From the returned samples, observed transparent silicone-like material on the cannula and on the inner wall surface of the needle cover. The transparent silicone-like material on the cannula and on the inner wall surface of the needle cover is similar in nature. The ftir results identified the transparent silicone-like material as silicone and is likely similar material with the tipping lube and catheter lube (refer to attachment c). The transparent silicone-like material on the inner wall surface of the needle cover was also identified as silicone (refer to attachment d). The transparent silicone-like material on the cannula is therefore the catheter lube used at the icam assembly machine. Given the silicone-like nature of the lube, it was possible for the lube to migrate to the different locations on the catheter surface or to the cannula surface during transportation or storage. The silicone on the inner wall surface of the needle cover could be the silicone on the catheter tubing being transferred to the needle cover. It is likely that the catheter tubing touches the inner wall of the needle cover during opening of the product.

Event description:
It was reported that bd angiocath plus 18ga x 1.16in silicone at the needle cap. Silicone at the needle cap.